Event description:
The catheter was inserted into the patient's right arm and a flashback was observed. The catheter was slid forward and stopped, but when the needle was slid forward, the clinician felt resistance. When the catheter was removed from the patient, it was observed that the tip of the catheter was missing. Approximately, 2 mm of catheter tip remained under the skin of the patient. It was determined by the doctor that removal of the remaining fragment of catheter as not necessary since it was not in the patient's vein.